Manufacturer narrative:
(B)(4). The opt846 interface is used to deliver humidified oxygen to patients. The opt846 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt846 optiflow adult nasal cannula was returned to fisher & paykel healthcare (f&p) new zealand for investigation where it was visually inspected. Result: visual inspection of the returned device revealed that the tubing of the opt846 was found stretched and pulled out of the connector. The nasal prongs of the returned device were partially disconnected from the manifold. Conclusion: the damage observed was most likely caused by the cannula being subjected to undue force by the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt846 optiflow adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt846 optiflow adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube." - "do not soak, wash, sterilize, or reuse this product."

Event description:
A distributor in japan reported that the tubing of an opt846 optiflow adult nasal cannula has a hole and was leaking gas after six days of use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint opt846 optiflow adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the tubing of an opt846 optiflow adult nasal cannula has a hole and was leaking gas after six days of use. There was no patient consequence.